Event description:
A discordant, falsely elevated acetaminophen (actm) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The patient was redrawn 2 hours later, and the new sample was tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument, matching the result of the redraw. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated actm result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reagent probe 2, aligned all probes and cleaned the drains. The cse ran a system check which passed. The patient sample in question was tested 10 times, resulting as expected on all replicates. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated actm result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.